Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they experienced high blood glucose. The customer¿s blood glucose level was 30.9 mmol/l at the time of incident. Customer was treated with manual injection. Troubleshooting was not performed. It was unknown whether auto mode was active at the time of incident. The device will not be returned for analysis. No further patient complications were reported.